Manufacturer narrative:
There is insufficient information to perform an investigation

Event description:
Unable to remove tampon- vagina [foreign body in reproductive tract]. Case narrative: consumer reported via phone that she is unable to remove the tampon. No serious injury reported.